Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory.

Event description:
It was reported the patient passed away. The cause of death is undetermined. In addition, it is undetermined if the patient's scs devices were implanted at the time of death.